Manufacturer narrative:
The device was received by a company rep and is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested, but not received to date. (B)(4).

Event description:
A surgeon reported that his view was disturbed as the optical fiber developed air bubbles and it was necessary to draw them with the vitrectome. Add'l info has been requested, but not received to date.